Event description:
The customer reported that the system displayed a high ma error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The x-ray tube and the high voltage supply regulator board were replaced. The x-ray beam was aligned. The generator and filaments were calibrated. The system was tested and operates as intended.